Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) brain damage [brain injury]. Husband's blood glucose measured as high as 450/510 [blood glucose increased]. Novopen 4 pen shaft was loose [device loosening]. Case description: this serious spontaneous case from brazil was reported by a patient family member or friend as "brain damage (brain damage)" with an unspecified onset date, "husband's blood glucose measured as high as 450/510 (blood glucose increased)" with an unspecified onset date, "novopen 4 pen shaft was loose (device component loose)" with an unspecified onset date, and concerned an elderly male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "device therapy", novolin n (insulin human) suspension for injection (dose, frequency & route used - 10 iu, tid) (therapy dates - ongoing) from unknown start date and ongoing for "product used for unknown indication". Patient's height, weight and body mass index not reported. Dosage regimens: novopen 4: not reported. Novolin n: not reported. Medical history was not provided. It was reported that the patient's novopen 4 pen shaft was loose, when shakes the pen a lot, the rod goes down by itself on an unknown date patient's blood glucose measured as high as 450/510 (unit not reported). On an unknown date patient's blood glucose was not dropping and that because of this problem with the pen he was having brain damage. Regarding brain damage, an resonance was performed, in which spots were identified. The patient uses one needle per injection and no needle was kept attached to the pen. Batch numbers: novopen 4: jvgw916. Novolin n: asku. Action taken to novolin n and novopen 4 was not reported. The outcome for the event "brain damage (brain damage)" was not reported. The outcome for the event "husband's blood glucose measured as high as 450/510 (blood glucose increased)" was not reported. The outcome for the event "novopen 4 pen shaft was loose (device component loose)" was not reported.

Event description:
Case description: investigation result- name: novopen 4, batch number: jvgw916. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Visual examination and functional testing were performed. Confirmed: the piston rod can only be retracted or move freely in any direction when no cartridge is mounted in the pen, which is normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Furthermore, it was not possible to manipulate the piston rod to move freely as long as the cartridge was mounted in the pen. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product, no irregularities were detected. Name: novolin n, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following information updated: -inv updated. -imdrf coding added. -narrative updated accordingly. Final manufacturer's comment: 10-oct-2022: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Upon investigation, device was found to function as per the specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product, no irregularities were detected. The batch trend analysis and reference sample examination revealed nothing abnormal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause for the experienced adverse event of hyperglycaemia and brain damage. Company comment: brain damage is assessed as unlisted event, blood glucose increased is assessed as listed event, according to the novo nordisk current ccds in novolin n. Relevant information on final diagnosis with brain damage, radiological imaging results, treatment given, action taken with novolin n and outcome of the event are unavailable for complete causality assessment. Device investigation reveals, it was functioning as intended. Elderly age of the patient is a confounding factor for brain damage. This single case report is not considered to change the current knowledge of the safety profile of novolin. H3 continued: evaluation summary; name: novopen® 4, batch number: jvgw916. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver. Preparation from the cartridge. Visual examination and functional testing were performed. Confirmed: the piston rod can only be retracted or move freely in any direction when no cartridge is mounted in the pen, which is normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Furthermore, it was not possible to manipulate the piston rod to move freely as long as the cartridge was mounted in the pen. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product, no irregularities were detected.